Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead had low impedance and was oversensing. It was also reported that the ventricular lead was oversensing. Both leads remain in use and no patient complications have been reported as a result of this event. It was further reported that the atrial lead was replaced. It was further reported that the atrial lead had been reprogrammed to unipolar.

Event description:
It was reported that the atrial lead had low impedance and was oversensing. It was also reported that the ventricular lead was oversensing. Both leads remain in use and no patient complications have been reported as a result of this event.